Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing disconnecting from the center of the tubing could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model mx4450 lot number 22049030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard¿ extension set with needleless y-site and stopcock disconnected in the middle of the tubing while the patient was receiving saline via IV. The following information was provided by the initial reporter: IV tubing was connected in periop before the patient arrived in medical/surgical/ orthopedic (mso) post operatively. Post operatively in mso the patient was receiving normal saline IV and sitting in a chair at the bedside. The nurse came in and noticed the IV was disconnected in the middle of the tubing, not near any luer connection. The IV tubing was changed, no harm to the patient. The charge nurse called quality/risk and secured the defective tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set with needleless y-site and stopcock disconnected in the middle of the tubing while the patient was receiving saline via IV. The following information was provided by the initial reporter: IV tubing was connected in periop before the patient arrived in medical/surgical/ orthopedic (mso) post operatively. Post operatively in mso the patient was receiving normal saline IV and sitting in a chair at the bedside. The nurse came in and noticed the IV was disconnected in the middle of the tubing, not near any luer connection. The IV tubing was changed, no harm to the patient. The charge nurse called quality/risk and secured the defective tubing."